Manufacturer narrative:
Samples are collected into bd 7ml tubes which are centrifuged at 3000 rpm. Per the customer qc data, accutni qc has been within the established ranges. System checks were performed on (B)(4) 2008 and (B)(4) 2008 and all results met established specifications. A field service engineer (fse) was dispatched on (B)(4) 2008 for this event. The fse performed troubleshooting and replaced and repaired multiple hardware parts and performed all the necessary alignments. The fse ran a full system check and a high sensitive system check and all tests passed. Although the fse made hardware repairs to the system in question, a clear root cause has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range of 09/11/2010 - 10/22/2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining elevated troponin (accutni) results for eight (8) patients' samples, generated by the access 2 immunoassay system. The erroneous results were both above and below the acute myocardial infarction (ami) cut-off. The erroneous results were reported out of the laboratory. Repeat testing resulted in lower results. This event occurred on (B)(6) 2008. This reportable event captures the erroneous accutni results that were generated on (B)(6) 2008. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. This report is related to medwatch #2122870-2011-00970, 2122870-2011-00971, and 2122870-2011-00973 that captures the different dates reported for this similar event.